Event description:
The hospital reported that during the endoscopic vein harvesting procedure using the hemopro device, it was taking a long time to cauterize and cut the vein. When the harvester changed to a larger vein, it would not cauterize the vein at all. Staff unplugged the device, making sure the power supply was on and replugged the device but it still would not cauterize. They increased the power setting from 2.5 to 3 with the same results. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B)(4).